Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-2013) on 22-jun-2015. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ("adenomyosis") and pelvic pain ("severe and persistent pelvic (abdominal) pain/pain in right side of pelvic area") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity, c-section in 2003, c-section in 2008, c-section in 2009, nasal operation in 2015, multigravida, parity 5, delivery in 1998, delivery in 2000, delivery in 2003, delivery on (B)(6) 2008, delivery on (B)(6) 2009 and c-section in 1998. Concurrent conditions included obesity. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced alopecia ("thinning of hair/hair thinning"), weight increased ("weight gain"), abdominal distension ("bloating") and headache ("constant headaches"). In 2014, the patient experienced breast swelling ("breast swelling/swollen breasts") with breast tenderness. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping"), tooth disorder ("dental issues"), arthritis ("arthritis"), post procedural haemorrhage ("loss of blood after removal"), autoimmune disorder ("autoimmune symptoms") and hypertrichosis ("hair growing in odd place"). On an unknown date, the patient experienced adenomyosis (seriousness criteria disability and medically significant) with genital haemorrhage, dyspareunia and dysmenorrhoea, ovulation pain ("excruciating ovulation pain"), fatigue ("seem to always be tired/constant fatigue"), endometrial metaplasia ("squamous metaplasis / tubular metaplasia"), cervix inflammation ("chronic inflammation involving uterine cervix"), pelvic adhesions ("serosal adhesions / right and left fallopian tubes adhesion"), facial paralysis ("paralysis of face/bells palsy"), gingival bleeding ("dental problems (bleeding gums, cavities)"), muscle spasms ("severe cramping"), paraesthesia ("tingling. Usually on right side of head"), hypoaesthesia ("numbness"), menstruation delayed ("missed menstrual cycles"), bone pain ("bone pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), amnesia ("memory loss"), gastrointestinal disorder ("gastrointestinal issues"), dry eye ("dry eyes") and mental disorder ("psychiatric and/or psychological conditions"). The patient was treated with surgery and surgery (laparoscopic assisted hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the adenomyosis, alopecia, weight increased, ovulation pain, tooth disorder, fatigue, endometrial metaplasia, cervix inflammation, pelvic adhesions, arthritis, facial paralysis, gingival bleeding, post procedural haemorrhage, muscle spasms, paraesthesia, hypoaesthesia, autoimmune disorder, hypertrichosis, menstruation delayed, bone pain, arthralgia, myalgia, amnesia, gastrointestinal disorder, dry eye and mental disorder outcome was unknown, the pelvic pain had not resolved and the abdominal pain, abdominal distension, headache and breast swelling was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, amnesia, arthralgia, arthritis, autoimmune disorder, bone pain, breast swelling, cervix inflammation, dry eye, endometrial metaplasia, facial paralysis, fatigue, gastrointestinal disorder, gingival bleeding, headache, hypertrichosis, hypoaesthesia, menstruation delayed, mental disorder, muscle spasms, myalgia, ovulation pain, paraesthesia, pelvic adhesions, pelvic pain, post procedural haemorrhage, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Pathology test - on an unknown date: squamous metaplasis, tubular metaplasia hysterectomy (cont.) (Unspecified date): chronic inflammation involving uterine cervix, proliferative endometrium, adenomyosis, serosal adhesions, right and left fallopian tubes adhesion formation. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-dec-2017: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New event such as arthritis, facial paralysis, gum bleeding, bleeding postoperative, muscle spasms, head tingling, numbness, autoimmune disorder, body hair increased, menses delayed, bone pain, arthralgia, myalgia, amnesia, gastrointestinal disorder, dry eyes and psychological disorder were added. Reporter information, patient details, other relevant history and product information were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 22-jun-2015. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my husband essure was out of place on the left side'), pelvic pain ('severe and persistent pelvic (abdominal) pain/pain in right side of pelvic area'), adenomyosis ('adenomyosis') and genital haemorrhage ('heavy bleeding/blood clots/abnormal and heavy bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity, c-section in 2003, c-section in 2008, c-section in 2009, nasal operation in 2015, multigravida, parity 5, delivery in 1998, delivery in 2000, delivery in 2003, delivery on (B)(6) 2008, delivery on (B)(6) 2009, c-section in 1998 and septoplasty. Hysterectomy (cont.) (Unspecified date): chronic inflammation involving uterine cervix, proliferative endometrium, adenomyosis, serosal adhesions, right and left fallopian tubes adhesion formation. Concurrent conditions included obesity, nasal congestion, loss of smell, smoker and endometriosis. Concomitant products included amoxicillin, cefalexin (cephalexin), ibuprofen and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("thinning of hair/hair thinning"), abdominal distension ("bloating"), headache ("constant headaches/ headaches"), breast swelling ("breast swelling/swollen breasts") with breast tenderness, dyspareunia ("painful intercourse/pain during intercourse"), menstruation delayed ("missed menstrual cycles/missing periods") and abdominal pain lower ("severe cramping") and was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypertrichosis ("hair growing in odd place"). In 2012, the patient experienced tooth disorder ("dental issues/ dental problems"). In 2013, the patient experienced autoimmune disorder ("autoimmune symptoms"). In 2014, the patient experienced arthritis ("arthritis"), bone pain ("bone pain"), arthralgia ("joint pain") and myalgia ("muscle pain"). In 2015, the patient experienced abdominal pain ("severe cramping"). In (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal issues"). In (B)(6) 2016, the patient experienced post procedural haemorrhage ("loss of blood after removal"). In (B)(6) 2016, the patient experienced facial paralysis ("paralysis of face/bells "palsy""). In 2016, the patient experienced gingival bleeding ("dental problems (bleeding gums, cavities)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criteria disability and medically significant), ovulation pain ("excruciating ovulation pain"), fatigue ("seem to always be tired/constant fatigue"), endometrial metaplasia ("squamous metaplasis / tubular metaplasia"), cervix inflammation ("chronic inflammation involving uterine cervix"), pelvic adhesions ("serosal adhesions / right and left fallopian tubes adhesion/adhesion"), dysmenorrhoea ("chronic pain during menses"), muscle spasms ("severe cramping"), hemiparaesthesia ("tingling. Usually on right side of head"), hypoaesthesia ("numbness"), amnesia ("memory loss"), dry eye ("dry eyes"), mental disorder ("psychiatric and/or psychological conditions"), vaginal haemorrhage ("abnormal and heavy vaginal bleeding, heavy bleeding"), endometriosis ("endometriosis stage 2"), scar ("lot of scar tissue"), hypomenorrhoea ("as my period is weird this month I spotted one day"), tooth fracture ("teeth "crumbling"") and tooth loss ("teeth falling") and was found to have hepatic enzyme increased ("my liver is not good / enzymes of the liver is at an alarming high level"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy ,laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, adenomyosis, genital haemorrhage, alopecia, weight increased, ovulation pain, tooth disorder, fatigue, endometrial metaplasia, cervix inflammation, pelvic adhesions, dysmenorrhoea, arthritis, gingival bleeding, post procedural haemorrhage, muscle spasms, hemiparaesthesia, hypoaesthesia, autoimmune disorder, hypertrichosis, bone pain, arthralgia, myalgia, amnesia, gastrointestinal disorder, dry eye, mental disorder, endometriosis, scar, hepatic enzyme increased, hypomenorrhoea, tooth fracture and tooth loss outcome was unknown, the pelvic pain, abdominal pain, abdominal distension and headache was resolving and the breast swelling, dyspareunia, facial paralysis, menstruation delayed, abdominal pain lower and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, arthralgia, arthritis, autoimmune disorder, bone pain, breast swelling, cervix inflammation, device dislocation, dry eye, dysmenorrhoea, dyspareunia, endometrial metaplasia, endometriosis, facial paralysis, fatigue, gastrointestinal disorder, genital haemorrhage, gingival bleeding, headache, hemiparaesthesia, hepatic enzyme increased, hypertrichosis, hypoaesthesia, hypomenorrhoea, menstruation delayed, mental disorder, muscle spasms, myalgia, ovulation pain, pelvic adhesions, pelvic pain, post procedural haemorrhage, scar, tooth disorder, tooth fracture, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date (as per previous follow up (B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Pathology test - on an unknown date: results: squamous metaplasis, tubular metaplasia. Concerning the injuries reported in this case, the following one were reported via social media :-endometriosis ,scar, severe vaginal dryness .night sweats , device dislocation,liver disorder. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added- tooth loss, tooth fracture. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 22-jun-2015. The most recent information was received on 08-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic (abdominal) pain/pain in right side of pelvic area"), adenomyosis ("adenomyosis") and genital haemorrhage ("heavy bleeding/blood clots/abnormal and heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity, c-section in 2003, c-section in 2008, c-section in 2009, nasal operation in 2015, multigravida, parity 5, delivery in 1998, delivery in 2000, delivery in 2003, delivery on (B)(6) 2008, delivery on (B)(6) 2009, c-section in 1998 and septoplasty. Hysterectomy (cont.) (Unspecified date): chronic inflammation involving uterine cervix, proliferative endometrium, adenomyosis, serosal adhesions, right and left fallopian tubes adhesion formation. Concurrent conditions included obesity, nasal congestion, loss of smell, smoker and endometriosis. Concomitant products included amoxicillin, cefalexin (cephalexin), ibuprofen and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("thinning of hair/hair thinning"), abdominal distension ("bloating"), headache ("constant headaches/ headaches"), breast swelling ("breast swelling/swollen breasts") with breast tenderness, dyspareunia ("painful intercourse/pain during intercourse"), menstruation delayed ("missed menstrual cycles") and abdominal pain lower ("severe cramping") and was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypertrichosis ("hair growing in odd place"). In 2012, the patient experienced tooth disorder ("dental issues/ dental problems"). In 2013, the patient experienced autoimmune disorder ("autoimmune symptoms"). In 2014, the patient experienced arthritis ("arthritis"), bone pain ("bone pain"), arthralgia ("joint pain") and myalgia ("muscle pain"). In 2015, the patient experienced abdominal pain ("severe cramping"). In (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal issues"). In (B)(6) 2016, the patient experienced post procedural haemorrhage ("loss of blood after removal"). In (B)(6) 2016, the patient experienced facial paralysis ("paralysis of face/bells plasy"). In 2016, the patient experienced gingival bleeding ("dental problems (bleeding gums, cavities)"). On an unknown date, the patient experienced adenomyosis (seriousness criteria disability and medically significant), ovulation pain ("excruciating ovulation pain"), fatigue ("seem to always be tired/constant fatigue"), endometrial metaplasia ("squamous metaplasis / tubular metaplasia"), cervix inflammation ("chronic inflammation involving uterine cervix"), pelvic adhesions ("serosal adhesions / right and left fallopian tubes adhesion"), dysmenorrhoea ("chronic pain during menses"), muscle spasms ("severe cramping"), hemiparaesthesia ("tingling. Usually on right side of head"), hypoaesthesia ("numbness"), amnesia ("memory loss"), dry eye ("dry eyes"), mental disorder ("psychiatric and/or psychological conditions") and vaginal haemorrhage ("abnormal and heavy vaginal bleeding"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal distension and headache was resolving, the adenomyosis, genital haemorrhage, alopecia, weight increased, ovulation pain, tooth disorder, fatigue, endometrial metaplasia, cervix inflammation, pelvic adhesions, dysmenorrhoea, arthritis, gingival bleeding, post procedural haemorrhage, muscle spasms, hemiparaesthesia, hypoaesthesia, autoimmune disorder, hypertrichosis, bone pain, arthralgia, myalgia, amnesia, gastrointestinal disorder, dry eye and mental disorder outcome was unknown and the breast swelling, dyspareunia, facial paralysis, menstruation delayed, abdominal pain lower and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, arthralgia, arthritis, autoimmune disorder, bone pain, breast swelling, cervix inflammation, dry eye, dysmenorrhoea, dyspareunia, endometrial metaplasia, facial paralysis, fatigue, gastrointestinal disorder, genital haemorrhage, gingival bleeding, headache, hemiparaesthesia, hypertrichosis, hypoaesthesia, menstruation delayed, mental disorder, muscle spasms, myalgia, ovulation pain, pelvic adhesions, pelvic pain, post procedural haemorrhage, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date (as per previous follow up (B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Pathology test - on an unknown date: results: squamous metaplasis, tubular metaplasia. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-feb-2019: pfs received. Events added: abnormal and heavy vaginal bleeding, severe cramping. Outcome of events pelvic pain, vaginal bleeding, severe cramping, dyspareunia, breast swelling, menstruation delayed, facial paralysis were updated. Medical history and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2013) on (B)(6) 2015. The most recent information was received on (B)(6) 2019 this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("my husband essure was out of place on the left side"), pelvic pain ("severe and persistent pelvic (abdominal) pain/pain in right side of pelvic area"), adenomyosis ("adenomyosis") and genital haemorrhage ("heavy bleeding/blood clots/abnormal and heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity, c-section in 2003, c-section in 2008, c-section in 2009, nasal operation in 2015, multigravida, parity 5, delivery in 1998, delivery in 2000, delivery in 2003, delivery on (B)(6) 2008, delivery on (B)(6) 2009, c-section in 1998 and septoplasty. Hysterectomy (cont.) (Unspecified date): chronic inflammation involving uterine cervix, proliferative endometrium, adenomyosis, serosal adhesions, right and left fallopian tubes adhesion formation. Concurrent conditions included obesity, nasal congestion, loss of smell, smoker and endometriosis. Concomitant products included amoxicillin, cefalexin (cephalexin), ibuprofen and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("thinning of hair/hair thinning"), abdominal distension ("bloating"), headache ("constant headaches/ headaches"), breast swelling ("breast swelling/swollen breasts") with breast tenderness, dyspareunia ("painful intercourse/pain during intercourse"), menstruation delayed ("missed menstrual cycles/missing periods") and abdominal pain lower ("severe cramping") and was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypertrichosis ("hair growing in odd place"). In 2012, the patient experienced tooth disorder ("dental issues/ dental problems"). In 2013, the patient experienced autoimmune disorder ("autoimmune symptoms"). In 2014, the patient experienced arthritis ("arthritis"), bone pain ("bone pain"), arthralgia ("joint pain") and myalgia ("muscle pain"). In 2015, the patient experienced abdominal pain ("severe cramping"). In september 2015, the patient experienced gastrointestinal disorder ("gastrointestinal issues"). In january 2016, the patient experienced post procedural haemorrhage ("loss of blood after removal"). In march 2016, the patient experienced facial paralysis ("paralysis of face/bells plasy"). In 2016, the patient experienced gingival bleeding ("dental problems (bleeding gums, cavities)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criteria disability and medically significant), ovulation pain ("excruciating ovulation pain"), fatigue ("seem to always be tired/constant fatigue"), endometrial metaplasia ("squamous metaplasis / tubular metaplasia"), cervix inflammation ("chronic inflammation involving uterine cervix"), pelvic adhesions ("serosal adhesions / right and left fallopian tubes adhesion/adhesion"), dysmenorrhoea ("chronic pain during menses"), muscle spasms ("severe cramping"), hemiparaesthesia ("tingling. Usually on right side of head"), hypoaesthesia ("numbness"), amnesia ("memory loss"), dry eye ("dry eyes"), mental disorder ("psychiatric and/or psychological conditions"), vaginal haemorrhage ("abnormal and heavy vaginal bleeding, heavy bleeding"), endometriosis ("endometriosis stage 2"), scar ("lot of scar tissue") and hypomenorrhoea ("as my period is weird this month I spotted one day") and was found to have hepatic enzyme increased ("my liver is not good / enzymes of the liver is at an alarming high level"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy ,laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, adenomyosis, genital haemorrhage, alopecia, weight increased, ovulation pain, tooth disorder, fatigue, endometrial metaplasia, cervix inflammation, pelvic adhesions, dysmenorrhoea, arthritis, gingival bleeding, post procedural haemorrhage, muscle spasms, hemiparaesthesia, hypoaesthesia, autoimmune disorder, hypertrichosis, bone pain, arthralgia, myalgia, amnesia, gastrointestinal disorder, dry eye, mental disorder, endometriosis, scar, hepatic enzyme increased and hypomenorrhoea outcome was unknown, the pelvic pain, abdominal pain, abdominal distension and headache was resolving and the breast swelling, dyspareunia, facial paralysis, menstruation delayed, abdominal pain lower and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, arthralgia, arthritis, autoimmune disorder, bone pain, breast swelling, cervix inflammation, device dislocation, dry eye, dysmenorrhoea, dyspareunia, endometrial metaplasia, endometriosis, facial paralysis, fatigue, gastrointestinal disorder, genital haemorrhage, gingival bleeding, headache, hemiparaesthesia, hepatic enzyme increased, hypertrichosis, hypoaesthesia, hypomenorrhoea, menstruation delayed, mental disorder, muscle spasms, myalgia, ovulation pain, pelvic adhesions, pelvic pain, post procedural haemorrhage, scar, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date (as per previous follow up dec-2015) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Pathology test - on an unknown date: results: squamous metaplasis, tubular metaplasia. Concerning the injuries reported in this case, the following one were reported via social media :-endometriosis ,scar, severe vaginal dryness .night sweats , device dislocation,liver disorder. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs social media received: patient information was added. New event added endometriosis, scar, device dislocation, hepatic enzyme increased, hypomenorrhoea. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.